Event description:
The caller reported experiencing a malfunction alarm 2 followed by alarm 26, with more than one previous occlusion event. The impact on the customer's blood glucose level was unknown as the caller declined to provide this information. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery. There is a request for follow-up assistance due to frequent and recurring occlusion issues.